Manufacturer narrative:
The complaint of black material on the external surface of the IV catheter tubing was confirmed, and the cause was determined to be manufacturing related. Two photographs and eight 22g nexiva IV catheters were provided for investigation. Six samples were received in sealed unit packaging. A microscopic examination revealed black material on the external surface of four IV catheters. Since two of the affected units were received in sealed packaging, the complaint was determined to be manufacturing related. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
End users reported a black film on the needles. Customer responded on 29-jan date of event: 01/22/2026. No patient harm as we saw the black substance on the needle and did not use. Acquired needles from a different lot number to use in department.